Event description:
The pt had a competitor's peg tube inserted. Approximately 24 hours later, the pt pulled the tube out. The nurse, following an order phoned in by the physician regarding replacing the tube using standard protocol if the tube came out, inserted the subject device into the immature stoma site. The pt developed peritonitis and expired within 48 hours. One pt involved.